Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was explanted and replaced. Effective therapy was established post operation.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the ipg has reached end of service. The patient has lost therapy and as a result may undergo surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, logs and/or assessment report were received. Based on the information received, the cause of the reported incident could not be conclusively determined.